Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: shell irregularities manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor memorygel,450cc breast implant experienced right-sided implant shell irregularities intraoperatively. The report stated that the doctor noticed a scratch on the shell of the first right side silicone implant. The implant not used and set aside. A new implant with cat#: 3504504bc, sn#: (B)(4) was used and surgery was completed. No patient consequences or adverse event reported.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device determined that an excess material was observed on the shell of the smooth hpg, 450cc breast implant, with a length measuring approximately 1.8 cm on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. While this complaint was initiated for a scratch on the shell, through the assessment, it was identified to be an excess of silicone material as part of the manufacturing process that will no causing injury and is unlikely to render the product unusable or difficult to use. There are inspections at various stages of the manufacturing process. However, excess silicone is a normal variation that can occur. Manufacturer¿s reference number: (B)(4).